Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address aseptic tibial loosening and anteromedial knee pain. All components were revised and replaced. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen gsf femur size d catalog #: ni lot #: ni, unknown nexgen articular surface 10mm catalog #: ni lot #: ni g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.